Event description:
The complainant reported that a therapeutic vaxcell PICC was placed (exact date of placement is unknown) in a female patient (age unknown). Fifteen days subsequent to the device being placed (exact date unknown) and as the clinican was flushing the device, a leak located distal to the suture wing was identified. The complainant reported the device was removed and was successfully replaced with another device. The complainant reported that there was no adverse affect on the patient as a result of the reported problem.

Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.